Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cleo® 90 infusion set was in use when the patient was receiving "blockage" messages on his pump. The patient's blood glucose was reported to be in the 400's (mg/dl) during the event. Troubleshooting determined that there was blockage in the tubing. The patient changed out his supplies successfully and resumed insulin. A corrective bolus was administered to address the high blood glucose. No permanent injury was reported.